Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: today, one of my teammates worked at a different dialysis center, and while she was there, when the, when they were stripping the machine at the bloodlines, the bloodline came disconnected from the arterial bubble port, and the regular lines. They had blood going everywhere, the line had already been leaking. It was kind of a mess. So she came back to her unit where I work at sandy dialysis and we pulled open lines and I was able to pull apart the bloodline. I have a lot number. It is a2500442. And the actual product is sl-2010m2096. I'm just gonna give you my cell number because I'm going to be leaving the unit pretty soon. It is (B)(6). Again, I'm calling about a dialysis bloodline that came apart today that just makes me nervous a think that, you know, we can have a whole bunch of these come apart at one time.